Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the construct was non cemented and was at the implant to bone interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a history of rt tka revision on (B)(6) 2018. The patient had crs revision with 30 sleeve 14x 60 stem, 3 rt crs femur, 2 4mm distal augments, 1 4mm posterior lateral augment and a sz 3 6mm poly. It was noted that there was a cercalage cable on the femur. The surgeon stated the femur was cracked during implantation at the time of surgery on (B)(6) 2018. It was noted by the rep that this was unreported in prior MDR, but also known that the cable was often placed prophylactically to prevent fracture. The patient reports pain about the femur and was revised on (B)(6) 2021 for this pain. The femur distally was not noted to be loose at the bone/cement nor the implant to cement interface. The femur was removed and sleeve extractor was screwed in to the sleeve. The slap hammer was used to extract the stem and the sleeve construct. It was noted to have no bony ingrowth and was removed without any issue. Doi: (B)(6) 2018; dor: (B)(6) 2021; right knee.